Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: right cfa measured 6.2-6.8mm on CT with a small nodule of calcium located posteriorly but didn't appear to affect the lumen. Ultrasound guided access with micropuncture was attempted 2 times but was determined to be too low and a 3rd successful attempt was made. Pressure was held between each attempt. 6f sheath was introduced followed by the device depth measurement. A 14f sheath was exchanged but wouldn't go into the vessel. The dilator was inserted easily and the 14f sheath reintroduced but failed to go again. The physician used forceps to dissect the tissue tract and then the 14f sheath advanced into the vessel. Later the sheath was exchanged for the 18f od deployment system. After valve deployment, the deployment device was exchanged for the 14f sheath. Immediately, the physician held manual pressure because he noted a hematoma forming. We discussed the possible affect of the hematoma on the depth measurement of the arteriotomy. The physician exchanged for the 18f sheath and decided to add .5cm to the previous measurement. The deployment was per IFU and seemed to achieve immediate hemostasis. The physician cut the suture and removed the wire. An angiogram was taken through a radial pigtail. There was no flow past the bifurcation of the internal and external iliac arteries. The contralateral limb was accessed and a 7f destination sheath was inserted using a 5f angiographic catheter and super stiff wire to cross over to the right cia. The angiographic catheter was advanced past the access site without a wire leading, then was further positioned into the proximal sfa with a looped glidewire technique to about 10cm distal to the access site. A 7x40mm pta catheter was positioned at the access site and inflated for 3 min based on the assumption that it was the problem area. The subsequent angio showed a lot of extravasation at the point achieved by the glidewire in the sfa near the right ischium. The balloon was inflated again at the access site for 3 min and the distal extravasation site seemed to resolve but then extravasation was noted at the access site. A vascular surgeon was consulted and decided to cutdown after the access site extravasation couldn't be resolved. After the exposing the artery, the surgeon noted that the anchor was not located inside the vessel. The surgeon stated that the entire vessel wall was "paper thin" and that there was a dissection of plaque from the posterior wall. The surgeon stated that it was impossible to determine the sequence of events relating to the necessity for the cutdown.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 6.2mm x 6.8mm, minimal posterior calcification, and a depth measurement of 4.5cm. Multiple attempts were performed to gain access utilizing ultrasound and micro-puncture, and manual pressure was applied between each attempt. Following the manta depth measurement, issues were encountered advancing and withdrawing the procedural sheaths, and the physician used forceps to dissect the tissue tract to advance the procedural sheath into the vessel. Following valve placement, the physician noted a hematoma was forming and manual pressure was held. The proctor mentioned to the physician the possible effect of the hematoma on the depth measurement for deploying manta. The physician exchanged the procedural sheath for the manta sheath and choose to add .5cm to the depth measurement, attempting to offset the hematoma. Following deployment, a post angiogram indicated no flow past the bifurcation of the internal and external iliac arteries. Contralateral balloon inflations were applied and a subsequent angiogram reveled extravasation present distal to the access. Balloon inflations were reapplied, and the extravasation resolved distally but was now present at the access site. The extravasation could not be resolved, and the vascular surgeon was called in. According to what was observed by the surgeon during the cut down, manta was not located inside the vessel, the vessel wall was "paper thin", a dissection of plaque from the posterior wall was present, and it's impossible to determine the sequence of events relating to the necessity of this cut down. The root cause of the access site bleeding is possibly due to a tract deployment. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive. The IFU indicates the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The risk of failing to achieve hemostasis and access site complications requiring balloon intervention and surgical intervention are possible adverse events related to the deployment of vascular closure devices. Additionally, precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, in step 1 of the arteriotomy location procedure, indicates: manta deployment depth = flow stop measurement at skin + one (1) cm.